Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient was not feeling stimulation in her right foot. This has happened for the past 1.5 weeks prior to the report. The patient considered the change in therapy/symptoms as sudden. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.